Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle unit on air gas module was found defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately, the device's logs and the defective part were not provided for further analysis. The nozzle unit was not replaced during last preventive maintenance kit and it is unknown when the last time it was replaced. Our conclusion is that the part pointed out as defective was the cause of the failures. However, the root cause to why the part failed has not been established. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed internal leakage test with message 'system volume too small' and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).